Event description:
The device was returned on 20jul2021 and showed a bend in the metal stiffener.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation, this event is not reportable. There is no information confirming device malfunction or serious injury. Replacement of device to complete procedure is negligible harm and does not meet the criteria for a reportable event. A review of risk documentation does not indicate that a bent stiffening cannula is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable. No follow up information will be submitted for this report. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: supply coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stiffener of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter fractured. Additional information regarding the patient, device, and event has been requested but is currently unavailable.